Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for analysis. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was unable to be reproduced. The returned product operated as anticipated during the evaluation performed.

Event description:
During the procedure, it was impossible to reach more than 38°c. The patient was prepped with local anesthesia and needles and probes placed. The procedure was aborted due to this issue. There were no adverse consequences for the patient.